Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that after swimming with the pump for 40 minutes, the pump touch screen was not working and there were other undefined issues. Customer's blood glucose level was 180 mg/dl. The customer reverted to an alternate method in insulin therapy.